Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that the valve broke with blood leaking. The procedure was completed successfully by using an alternative device. No patient complications have been reported. The product is not expected to be returned as it was disposed.